Manufacturer narrative:
Returned product consisted of a sterling mr balloon catheter. There was blood in the inflation lumen and the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 4.7cm longitudinal tear in the balloon wall on the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication that the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery (sfa). A 5.0mmx220mmx150cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion; however, upon the first inflation at 3 atmospheres for 3 seconds, the balloon ruptured. The deice was simply removed and the procedure was completed with another 5x150mm sterling¿ balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery (sfa). A 5.0mmx220mmx150cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion; however, upon the first inflation at 3 atmospheres for 3 seconds, the balloon ruptured. The device was simply removed and the procedure was completed with another 5x150mm sterling¿ balloon catheter. No patient complications were reported and the patient's status was stable.